Event description:
It was reported that the pump malfunctioned after the customer went on an amusement park ride. There was no adverse impact to the customer's blood glucose level. Despite attempts to reset the pump, it continued to malfunction, and the issue had occurred multiple times before. Technical support resolved the issue by sending a replacement pump to the customer, who will use multiple daily injections as backup therapy. The customer was instructed on putting the pump into storage mode before returning it and was advised on steps to take upon receiving the new pump.